Event description:
Occlusion on the right side [vascular occlusion]. Rha to the upper lip, lower lip, left cheek, right cheek [off label use]. United states report received from a nurse practitioner on (B)(6) 2021. A nurse practitioner, who is also the prescriber and injector, reported that a (B)(6) year old caucasian female patient received rha2, rha3 and rha4 on (B)(6) 2021; dose and frequency were unknown. A volume of 0.5 milliliters (ml) of an unknown rha product was applied to the upper lip, 0.5 ml of an unknown rha product was applied to the lower lip, 2 ml of an unknown rha product was applied to the left cheek, and 2 ml of an unknown rha product was applied to the right cheek. Two syringes of rha3 were used. A subcutaneous injection technique was used for the administration of the rha products. The needle from the box was used for the administration of rha, as well as a cannula. The administration of rha was bilateral. Previous cosmetic procedures included the use of vollure underneath the eyes with no reaction. Medical history, concomitant medications, and food supplements were not provided. On (B)(6) 2021, the patient developed occlusion on the right side after the injection. Immediately following the injection, the area was white. The prescriber injected the patient with hylenex (hyaluronidase) on (B)(6) 2021, (B)(6) 2021, and on (B)(6) 2021. A total of eight vials of hylenex were used to treat the patient. The patient was evaluated with an ultrasound. On (B)(6) 2021, the event was resolved. The injector reported that the patient had a superficial transverse artery on the right side which contributed to the evolution of the event. The intensity of the event was mild. The product was not available for return. (B)(4). Follow-up information was received on 02-sep-2021 from the injector. Updated information included patient race and ethnic group, patient weight, injection sites of rha, volume of rha injected, event intensity, event resolution date, and treatment information. Follow up information was received on 09-sep-2021 from the injector. Updated information included the age of the patient, injection technique used, assessment of casual relationship of events and rha devices, diagnosis and evaluation information, rha devices used in administration, and medical history. No additional information was available at the time of this report.